Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported a patient in a chair experienced loss of consciousness while blood was drawn from the left radial artery line post procedure. Lines were disconnected after loc. A brain CT was performed and showed bubbles in the posterior circulation. Patient fully recovered and no long term consequences were reported. Patient was in the cvicu. Hospital does not heparinize flush bags and all flush bags are pressurized throughout use of arterial line.

Manufacturer narrative:
During the week of december 21, 2022 a site visit was completed by edwards product quality clinician, product safety physician and sales rep. It was discussed that there has been a large amount of turnover in the nursing personnel in the past two years. Nursing in service on the correct use of model pxvpl20001 was held during the week. Upon rounding, edwards personnel noticed majority of the arterial lines had the stopcocks in the flushing position during monitoring and a number of left sided arterial lines had extension tubing of 12 inches or more. Hospital physician has also seen stopcocks in the incorrect position. The facility was informed that the stopcock handle in the incorrect position during monitoring and the addition of extension tubing of 12 inches or more can affect the dynamic response resulting in overdamped or underdamped waveforms and inaccurate systolic and diastolic values. Edwards dpt pressure lines are tested for dynamic response up to 96 inches and this model is 85 inches.